Event description:
On (B)(6)/2009, the patient reported she sees tiny air bubbles near the luer lock of her insulin infusion set tubing. She stated she makes sure the luer lock is not tightened too much or too loosely. During troubleshooting, she attached a new tubing and successfully primed. She stated she did not see any air bubbles at the luer lock. She was advised to always prime out any air bubbles. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.